Event description:
Per the audiologist's report, this pt experienced dizziness and vibrations, since activation of his cochlear implant. He was given meclazine for dizziness, which reportedly has slowly gotten better. A CT scan done in 2007, revealed that the electrode array is located in the vestibule instead of the cochlea. Clinicians have advised the pt to stop wearing the device. His surgeon was scheduled to explant the device two months later and reimplant the pt with a new device.

Manufacturer narrative:
This is a final report.